Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The analyst noted that the connector pin gap is within specification for this lead.

Event description:
It was reported that during an implant attempt, the lead had high impedance and threshold could not be measured as there was no capture. It was noted that the lead pin was found to be loose and was moving beneath the insulation with slight pressure. The lead was not used and was replaced. No patient complications have been reported as a result of this event.